Event description:
I used an icy hot heat therapy patch to relieve some back pain, and when I removed the patch, I had suffered a very painful second degree burn that required medical attention. Dates of use: 2008. Diagnosis or reason for use: back pain. Event abated after use stopped or dose reduced? No.